Manufacturer narrative:
References the main component of the device system the relevant components include: product ID :8840, lot# serial# unknown, product type :programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2.5 mg/ml bupivacaine at a dose of 0.2514 mg/day and 5.0 mg/ml dilaudid at a dose of 0.5028 mg/day via an implantable infusion pump for spinal pain. It was reported that on (B)(6)2017 a new drug was added at refill but the secondary medication was not updated in the programmer. The hcp was assisted with reprogramming the pump correctly. No symptoms were reported and no further complications were expected or anticipated.